Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to 'deployed prematurely' and 'limiter breakage'. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "when the bending section of the endoscope is excessive angulation and/or the target tissue is firm, the pulling force acted on the control section may not convey to the clip adequately, making clipping unsuccessful. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. ¿do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Do not force the clip against body cavity tissue. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. The clip may be deformed and therefore does not close properly. This could result in reduced performance. Keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a colonoscopy procedure there was a source of bleeding caused by polypectomy using a snare. The clip device was being used to stop the bleeding. The clip device would not deploy from the delivery device after the tissue was grabbed. After several attempts to deploy the clip device made following the instructions for use, the device reopened and was no longer attached to the tissue but was still attached to the delivery device. The clip device did not fall into the patient. A second similar device was used to stop the bleeding without any issues. There is no harm or adverse impact to the patient. There was an unspecified delay to the completion of the procedure. However, there was no medical intervention required nor follow-up post-procedure was scheduled or performed.